Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). (B)(6). Reference exemption # e2018002.

Event description:
It was stated that during in house repair the rotaflow drive showed "head" error. No patient involved. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The defective rotaflow drive was sent to germany with RMA# (B)(4) for repair by supplier (B)(4). According to service report# (B)(4) dated on 2019-02-20 following was found: it was possible to reproduce the head error. It was found that the ild was defective. The defective ild was replaced. Burning, calibration and final check was performed. System test was performed according to the service protocol. Thus the failure could be confirmed. The most probable root cause could be determined as mishandling causing a hot plug. In the course of the investigation of nc-17-06-011 all complaints were analyzed individually to look for patterns and causes. After evaluation of the complaints, the following defects are the most common: hot plug, sig error followed by head error, error message due to shaking/error message due to sensitivity, connection problems and hardware-error. The increase in complaints with the error "head error" is due to a user/application error. The actions have been addressed in the past to prevent application errors. Furthermore, the instructions for use of the rotaflow system, see rotaflow system user manual, mcv-ga-10000703-de-11, contain detailed descriptions to prevent an "error head". In addition, the instruction manual describes how the user has to react in case of an error message so that the application can be continued if possible. Since there are several causes of errors that result in an error head (error head) message, no final root cause could be determined. It is noticeable that the evaluated error is largely due to a user error. Warning in the IFU regarding "hotplug" and label with the "hotplug" warning on the rfc have already been implemented in the past.